Event description:
The patient reported via the manufacturer representative new pain in the left lower back and leg and wanted reprogramming to cover this pain. Reprogramming was successful. While programming, an impedance check showed contacts 0 and 2 were >10000 ohms. The rep was able to program around these and the patient was getting good relief. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved, the patient was doing fine and there was no further course of action. The patient was alive with no injury. The indication for therapy was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.